Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube lip, reservoir tube window corners and battery tube threads. Unit received with minor scratched lcd window. No broken off pieces noted at case assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's case was broken. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.